Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics bent. Dimensional and refractive verification were performed and the lens was found to be in specification. (B)(4).